Manufacturer narrative:
Batch review performed on 01 october 2021: lot 1906890: (B)(4) items manufactured and released on 20-sep-2019. Expiration date: 2024-sep-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 20 days after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.